Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation found that the root cause was that the treatment device/syngo workstation time (third party product) was incorrectly set an hour before the mosaiq sequencer time. The other factor is that when recording treatments, mosaiq uses the sequencer system date in conjunction with the time specified in the beams control point delivery sequence. Mosaiq recorded the treatment fields using the sequencer system date along with the time specified in the beam record. The customer has informed elekta that the syngo computer clock time has been corrected and since the event no other occurrences of this nature have been experienced. Mosaiq worked as designed and intended. Based on the available information there has been no mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq recorded a treatment session with wrong date and time.